Manufacturer narrative:
During the investigation it was determined that any connection between calcium results and misaligned cassette labels can be excluded.

Manufacturer narrative:
Further investigation was not able to determine a specific root cause. The calcium cassettes were requested for investigation but were not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ca2 calcium gen.2 results for patient samples cobas 6000 c (501) module serial number (B)(4). The issue is only affecting calcium and no other samples. The customer stated that on (B)(6) 2017 the results were too low. The customer stated that on (B)(6) 2017 the results were too high. The customer provided examples of two patient samples with erroneous calcium results. For patient 1 the initial calcium result was 6.6 mg/dl and the repeat result was 10.1 mg/dl. For patient 2 the initial calcium result was 6.9 mg/dl and the repeat result was 9.6 mg/dl. Repeat testing was performed on the same c501 module and deemed to be correct. There were no adverse events and the erroneous results were not reported outside the laboratory. The customer observed precipitate around the calcium reagent cap. There appeared to be a leak on the reagent caps where the crystal precipitate formed by droplets from the probe as it left the cassette. This issue was believed to be due to warping of the cassette. The customer loaded a new lot of calcium from a new shipment and all of the results on (B)(6) 2017 decreased 0.3. The results decreased 0.5 based on delta check values. The field service engineer found labels misaligned on three different calcium reagent cassettes and removed the reagent cassettes. The customer ran calibration and quality control that was within specification.